Event description:
A malfunction alarm was reported, indicated by the malfunction code 0-0x239f. There was no reported impact on the customer's blood glucose level. The customer was informed that the pump needed to be replaced, and a replacement pump was sent. The customer declined to share information about what backup therapy would be used to ensure uninterrupted insulin delivery.